Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. In addition, customer¿s blood glucose level was 40-50 mg/dl; cause was unknown. Bg was addressed by consuming carbohydrates.